Event description:
The consumer reported her father used the prod for an unspecified amount of time on his lower back. When the patch was removed, the consumer described a burning sensation and red marks which did not resolve in a timely manner. The consumer treated the area with bacitracin. The consumer showed the injury to a dr during a previously scheduled visit and the dr did not diagnose or treat the area.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a vol and proactive measure by MFR to enhance prod safety and pharmacovigilance. This is an otc product = yes.